Manufacturer narrative:
Additional narrative: additional device product codes: mni, mnh, kwp, kwq. (B)(6). A device history record (DHR) review was performed on part # 499.294, lot # 9903048: manufacturing location: (B)(4), manufacturing date: 05. April 2016. No non conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing investigation: devices listed below investigated: ti collar (part 04.607.412, lot l074114), uss-ii nut tan green (part 499.294, lot l116830), ti polyaxial head (part 04.607.402, lot 9886436), ti collar (part 04.607.412, lot l074095), ti 12-point nut (part 499.294, lot 9903048). The returned parts were re-inspected for all the features pertinent to the complaint condition. Two components re-inspected result dimensionally conforming to specs and the remaining 3 assembled components were seriously damaged post production and not measurable. For the damaged components it is possible to state that the pieces have not been assembled/handled post production in the correct way. Three components (lot 9903048, l074114, 9886436) are seriously damaged post production and of these the sleeve item lot#l074114 is broken and the nut item lot#9903408 is blocked on the head component lot#9886436. The nut is not broken differently from the complaint description. Two items (lot#l074095 and lot#l116830) are not damaged. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned items, the conclusion of the product investigation is that the returned parts are conforming from a manufacturing perspective. Complaint is confirmed due to the evidence that the sleeve is broken, but it is not valid for (B)(4) because no manufacturing related non-conformances were identified. One concomitant polyaxial cancellous bone screw (04.607.281s) is returned and not damaged and in working condition. No further investigation provided. One device 03.603.108 with lot 8539085 (remobilization tool) returned and investigated. The article is in a used condition. The m12 thread is damaged and seized up. The component pusher shaft could get hardly disassembled from component collet chuck. The outside thread of component pusher shaft failed inspection. The thread flanks are strongly damaged and some of the thread tips are worn-off. According to product drawing the hardness is within specification. The inside thread m12-6g was tested by a tread limit plug gage. The go-side of the thread gage passed 3 to 4 turns before it blocked. After reassembly of the remobilization tool and lubrication of the m12 thread the instrument passed the functional tests. It has been determined that a lack of lubricant on the m12 thread was leading to malfunction/seize-up of the remobilization tool. Over all the root cause for this complaint could not be defined exactly. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6)

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screw replacement surgery was performed on (B)(6) 2017 in order to replace the migrated screw. During the procedure the surgeon was provided the remobilization tool to unlock uss-ii (universal spinal system-ii) polyaxial sleeve and uss-ii nut, as the t-shaped handle became immobilized, he could not turn it both clockwise and counterclockwise. After several trials, the sleeve and the nut were broken. Surgeon re-opened the incision and tried the explant of the screw unit. However, the unit broke. He removed the rod and finally removed the screw unit. It took approximately 100 minutes to remove the screw. Because the exact specifications of the broken screw were not available, he chose a replacement, which had the same thickness but one size shorter. It took approximately 20 minutes to insert the replacing screw. There is no information available about patient and surgical outcome. There was a surgical prolongation of 120 minutes reported. No fragments were generated. During manufacturing investigation it was identified that the returned device ti 12-point nut-11mm is seriously damaged post production. This condition was re-evaluated and determined to be reportable on march 7, 2017. This report addresses the intraoperative issues during the screw replacement surgery. The postoperative event of migrated screw has been captured under linked complaint (B)(4). Concomitant device reported: uss-ii polyaxial cancellous bone screw (part # 04.607.281s, lot # unknown, quantity 1). This is report 3 of 3 for complaint (B)(4).